Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-213a, mmt-332a, mmt-1884g. Troubleshooting was performed. The customer reported the pump not working due to crack. The customer reported a crack on the belt clip rail. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884g was requested, and the customer response was the device will be returned. No product return is required for mmt-213a, mmt-332a.

Manufacturer narrative:
The pump had blank display due to cracked/ broken off piece at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube.unable to perform rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, self test, and displacement accuracy test due to blank display.unable to download history files and traced using thump and carelink due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 17-jan-2026 due to blank display. Unable to verify bolus delivery and alarm/suspends due to blank display. The pump was received with no damage to the belt clip rails. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked select, down, left, and right button keypad overlay, stained keypad overlay, cracked battery tube threads, broken retainer ring and stained serial number label. Pump was cut open to perform visual inspection and found moisture damage to the pcba1 and pcba2. No damage noted on the motor and force sensor.force sensor zero offset within specification (22.7mv).the test p-cap and reservoir locked properly into reservoir compartment during testing. Damage- belt clip damage or missing not confirmed.display anomaly-blank display confirmed due to cracked/ broken off piece at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube.delivery anomaly-possible under delivery unknown due to blank display.unable to verify alleged high bgs due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.